Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleged the patient suffered pain, weakness, difficulty with daily living activities and increased metallic ions in her bloodstream. Litigation alleges emotional distress and injury. Added account name, law firm, lawyer, surgeon, event and revision date. After review of medical records the patient was revised to address accelerated bearing wear, elevated metal ions, pain and leg length. Operative note reported there was a scant amount of yellowish-grayish tissue noted at the base of the trunnion. There was also bony overgrowth of the acetabulum. Doi: (B)(6) 2008, dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, d6a, d6b, g4 (PMA/ 510(k)), h6 corrected: d4 (primary UDI number) recaptured codes on h6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.